Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. Customer's blood glucose level was 474 mg/dl at the time of incident. Customer reported they felt okay to troubleshoot. Customer stated they connected the insulin pump 3 hours ago and was not using it for around 5 days because they did not have sensors. It was unknown if the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.